Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during functional testing and based on the archive data review. The root cause was due to driveshaft not to be at "home" position, most likely attributed to unintended user error. Upon visual inspection, unrelated to the reported complaint, observed cracked front enclosure. The root cause was due to user mishandling such as a drop. Front enclosure needs to be replaced to address the physical damage. In addition, observed the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate, unrelated to the reported complaint. The sticky clutch plate needs to be replaced to address the issue. The impact of sticky clutch was not severe enough to make the platform non-functional. The cause for the sticky clutch could be due to normal wear and tear. The platform was manufactured in 30 september 2014 and is 6 years old, past its expected serviceable life of 5 years. The archive data review indicated multiple user advisory (ua) 45 error messages to have occurred during the customer's reported event date; thus, confirming the reported complaint. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During initial functional testing, the autopulse displayed user advisory (ua) 45 (not at "home" position after power-on/restart) upon power on. The ua 45 was cleared by using the administrative menu and rotated the drive shaft to home position. Waiting for customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse with serial number (B)(4) reported on (B)(6) 2020. The ua 45 was cleared by using the administrative menu and rotated the drive shaft to home position.

Event description:
The autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The customer was unable to clear the error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.